Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak (passage of eosin) of then device at the rotating level and the tip is split. There was patient involvement and no harm reported.

Manufacturer narrative:
One used unit was received for evaluation. Visual inspection found a visible crack. Functional testing was performed, and the reported issue was confirmed. The suspected cause of the issue is the raw material prior to manufacturing. Further investigation and root cause determination is currently being performed. No trend of similar customer complaint was identified. A device history review was performed and found no nonconformances associated with neither assembly nor molded component lots.